Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The impella automated controller was not received from the customer and therefore, an evaluation of the device was not possible. The data analysis of the logs show that console was not used on the reported day of event, however intermittent purge disk detection recorded on 2021-07-28 is consistent with the complaint. Several attempts were made to go through a case with start wizard, but each time the purge disk was not being detected the wizard would not allow it to go to the next step. The field service engineer observed that purge disk detect flag was broken, which explained the malfunction of the detection mechanism. After the broken purge disk detect flag was replaced, the console operated within specification. The cause of the console's inability to properly detect purge pressure disk was a broken purge disk detect flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge disc during preparation. This aic was replaced with another aic and the preparation was successfully completed. There was no reported patient involvement.